Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A versacross connect access solution was selected for a left atrial appendage closure (laac) procedure. The physician was using intracardiac echo (ice) imaging to visualize the septum. Visualization was poor and required multiple attempts to change the shape of the sheath with the versacross connect dilator. After 30-45 minutes of the physician manipulating the sheath without re-advancing the pigtail wire, a pericardial effusion was noted on ice. The patient became hypotensive and required vasopressors. The procedure was discontinued and a pericardial tap was performed. 600 ml of blood was removed from the pericardial space. The patient blood pressure rebounded. The patient was transported to the intensive care unit (ICU) but was reported to be doing well.